Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "hv charger test capacitor not holding charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including daily/weekly/monthly testing, on/off current testing, patient/circuit impedance testing and shock testing without duplicating the report. Review of the device activity log did observe error on 07/11/25. This error is not user-clearable but does not prevent rescue operation. We can identify from the log showed that this error was prompting for 3 months before it was reported. The main board will be replaced as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.